Manufacturer narrative:
No sample is available for the MFR to evaluate at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: during surgery, the tip of the efx broke off into the pt. The needle was being inserted, it missed the silicone and hit the plastic surrounding the silicone. The tip broke off where the hook is located. The surgeon was able to retrieve the tip and removed it from the pt. The pt's condition was reported as fine.